Event description:
Customer reported that her insulin pump was malfunctioning. Customer stated that she had problem with her infusion set and her insulin pump did not delivered any insulin and it did not alarmed to alert her of the malfunction. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.